Event description:
It was reported that the screen displays a light gray screen with black lines running through it and is unusable to see features. No impact to bg.

Manufacturer narrative:
The device has been received for evaluation; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.